Event description:
A customer reported that a system message displayed during surgery. The intraocular pressure control was unavailable. The procedure was completed with no harm to the pt.

Manufacturer narrative:
A sample is not expected to be returned. A root cause has not been identified. (B)(4).